Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/14/2014 with the following findings: the keypad was found to be missing. Evaluation revealed that the contras and up keypad buttons were unresponsive. There was evidence of keypad contamination found under the up and contrast key contacts. The contrast key contact was inverted. A keypad leak was discovered during leak testing. Unrelated to the complaint, investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. It was alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. The keypad cover was reportedly missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.